Event description:
During a pt use, it was reported that the device screen flickered three to four times as it was restarting and the service light illuminated. The reporter informed that the device issue had no adverse effects on the pt. Physio-control evaluated the event record download and observed that the device powered off/on several times with service indication to result in delay greater than 30 seconds.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the power off/on issue. However, physio observed the service indication illumination and event codes in the memory. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the power off/on issue could not be determined.